Event description:
It was reported that the pt underwent a laparoscopic-assisted vaginal hysterectomy in 2006. The surgeon was having difficulty removing the uterus vaginally due to it's large size. Another surgeon suggested converting the case to a morcellex case. The surgeon tried to laparoscopically morcellate the uterus, and the small bowel was cut. The case took five and a half hours to complete, and the patient required resection of the bowel. It was reported that the surgeon had not been trained on the use of the device.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.